Event description:
Reporter indicated that a vns pt had a cardiac ablation procedure performed and since then had been experiencing painful stimulation in the throat, and felt the vns was not functioning properly. Attempts for further info from the treating neurologist about what type of arrhythmia the pt was experiencing and vns function are in progress.